Event description:
A problem with the tandem mobi cartridge alarm was reported, involving cartridge and malfunction alarms over the past two weeks, along with ongoing occlusion alarms. Customer did not initially know if blood glucose levels exceeded 500 mg/dl, but after multiple troubleshooting sessions, blood glucose was noted to trend upward. The customer, with guidance from technical support, successfully loaded a new cartridge and resumed insulin therapy, yet occlusion alarms persisted, prompting corrective actions including changing cartridges and infusion sets multiple times. A pump replacement was recommended and agreed upon, with plans for the customer to continue using the current pump and injections until the new unit arrives.